Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had premature battery depletion. This device was tested and failed final pack testing.